Event description:
The report we received from our affiliate indicated that the stent was already partially deployed in the packae. The product was not clinically used.

Manufacturer narrative:
It was reported that the stent was already partially deployed in the package. The product was not clinically used. This malfunction is being reported because had it occurred in the patient, it would be a reportable malfunction the product was returned for analysis. The stent was partilly deployed 91.1cm), the brite up was torn, the valve came open, dry blood was found on the disal tip. No other anomalies were found. Trending data review indicates that the lot number, catalog number and produc family were within control limit. The device history record review revealed no anomalies during the manufactiring and sterilization process that can be associated with reported complaint. The exact cause of this complaint could not be determined, but is does not appear to be manufacturing related.